Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed channel IV set. Upon review of the logs, 240.4150.0 error code was found, which indicates an error on the fluid side pressure sensor. The device was disassembled to replace the sensor with new one. Preventive maintenance was ran using asm software and it was returned to service. Here was no patient involvement. Although requested, no further information was made available to date.